Event description:
Patient's potassium level was 5.1 on this machine. Same sample sent to main lab was 5.8. Required patient to receive albumin and medication to decrease potassium leveldevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electrode. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device use continued with restrictions/limitations, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.